Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision procedure. Prior examination of the rv lead was revealed an abnormal change in capture threshold, revealing rv lead dislodgement. Imaging was used to confirm the dislodgement at the time of the rv lead revision. The rv lead was explanted and replaced on (B)(6) 2022. No patient consequences were reported.

Manufacturer narrative:
Additional information: e1: field should reflect new information of physician name.

Event description:
New information received notes that the physician for this event was dr. (B)(6).